Event description:
The customer reported that an error was noted on the analyzer when he first arrived that morning. The customer then smelled an electrical smell and saw smoke coming from the top of the analyzer. He then powered the analyzer off. The customer noted that he was the only person in the laboratory at the time and evacuation of the laboratory was not required. The customer did not inhale any smoke as he powered the analyzer off. No adverse events occurred for this event. The field service representative determined that the controller rack was faulty. He replaced the controller rack and affected assemblies. He observed proper operation during initialization. Proper operation was also verified with calibration and quality controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.